Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (will not power on) was not confirmed. The device was able to power on. During evaluation it was found the monitor displayed a service code 110. The root cause was isolated to a shorted c1 capacitor on the computer/analog pca causing l1 to become open and damage the d1 and l2 components. The root cause for the shorted c1 capacitor could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was displaying a service code 110.